Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00033 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg for a 52-year-old female. The following results were provided (reference range 0-5.00 miu/ml): sid (B)(6) , (B)(6) 2025, initial b-hcg result= 5806.65 miu/ml; repeat result= 2.94 miu/ml; blood was recollected with a result= 1.58 miu/ml; additional repeat results= 2.82 miu/ml, <1.2 miu/ml; colloidal gold method= negative. A b-ultrasound was performed and was found to be normal. There was no additional impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial number (B)(6) and cleaned, replaced and calibrated multiple parts. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported related to falsely positive b-hcg results. A review of complaint and trending data for the architect did not identify any similar issues with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified.

Event description:
The customer observed a false positive architect total b-hcg for a 52-year-old female. The following results were provided (reference range 0-5.00 miu/ml): sid (B)(6), (B)(6) 2025, initial b-hcg result= 5806.65 miu/ml; repeat result= 2.94 miu/ml; blood was recollected with a result= 1.58 miu/ml; additional repeat results= 2.82 miu/ml, <1.2 miu/ml; colloidal gold method= negative a b-ultrasound was performed and was found to be normal. There was no additional impact to patient management reported.